Manufacturer narrative:
This report is submitted on july 23, 2019.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was treated with antibiotics and steroids (type and date not reported).